Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Verified item lot combination and reviewed manufacturing date as returned item # 42527000505 lot # 63743435 exhibits signs of repeated use and the anterior of the post feature has fractured off (2 pieces) all pieces were returned reference attached photographs. The device history records for the item # 42527000505, lot # 63743435 were reviewed for deviations and/ or anomalies with the following anomalies/ deviations identified. One piece scrapped at operation 3000 for common cause. The receiving inspection report for item # 42527050505, lot # 80790835 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR review found that the product was conforming to all specifications and no process deviations. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search identified 2 complaints for item # 42527000505 lot # 63743435 combination as of the 2nd of (B)(6), 2020. Complaints are monitored through monthly complaint review (reference sop040001 and wi040015) in order to identify potential adverse trends. Medical records were not provided. The complaint is confirmed. Root cause of the reported issue is due to the surgeon hitting the tasp with a mallet; which cause the breakage. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and the anterior of the post feature has fractured off. Review of the device history record (DHR) found one scrapped part in which the non-conformance is unrelated to the reported event.  Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in previous investigation. It identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tibial articular surface provisional was received fractured by zimmer biomet. Attempts have been made and no additional information is available.

Event description:
From additional information, it was reported that the event occurred during procedure while trail.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.